Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. Secondary findings were observed. There was no error code found. After the evaluation of the device, the third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation, the third-party service center corrected the device. In addition to the above findings, it was also determined that there are scratches on upper enclosure. If any additional information is received, a follow up report will be filed.